Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and exchange from textured to smooth due to the patient concern with the product. The device is explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and exchange from textured to smooth due to the patient concern with the product. The device is explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow particles on the shell. Leak test and microscopic analysis was performed which identified: the unit does not leak; however, it is observed partial delamination on plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: partial delamination on plug strap disk shell assessed as adhesive failure. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.